Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of twenty devices. The visual inspection of the open samples noted one needle and one suture. The suture was observed to be attached to one of its needles and detached from the other needle; needle was not returned. The visual inspection and functional evaluation of the sealed samples had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s needle detached from the suture while being applied in vessel anastomosis. New device was used to complete the case. There was no patient injury.